Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in the operating room for device replacement due to normal eri surgery unrelated to the lead. Externalized conductors were observed. The electrical function of the lead was tested, and variation in low voltage impedance and variation in capture threshold were noted. The lead was explanted and replaced. Patient tolerated the procedure well.